Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the user experienced a failed sensor removal attempt.

Manufacturer narrative:
The user's sensor was successfully removed on (B)(6) 2023 during the second removal attempt by a general surgeon.